Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation showed that the returned unit passed all specific functional testing, except that there was a little movement in the rocker arm assembly. However, when positioned properly and put under pressure, it would not move or lose pressure. The disk ratchet and retainer were replaced due to having slight movement, general maintenance and cleaning performed; and all worn components were replaced with new parts. Root cause: probable root cause is improper or suboptimal placement of the skull clamp on the patient. Evaluation found no device deficiencies that would have contributed to the reported complaint. Further investigation by quality engineering confirms the findings of the service and repair report, as no additional device deficiencies were noted. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during a "craniotomy for tumor procedure", the patient slipped in the mayfield composite skull clamp (a3059), resulting in a 4 inch laceration which had to be stapled. The patient was pinned and they were about to attach the skull clamp to the base unit when the surgeon realized that the base unit was backwards and needed to be repositioned. The surgeon held the patient's head in the skull clamp while the nurse repositioned the base unit; they then attached the skull clamp to the base unit and that is when the slip occurred (before surgery started). Patient was initially positioned prone for occipital tumor. There was a 10 minute surgery delay as they stapled the lacerated wound, found another mayfield skull clamp to use and repinned the patient. The patient was discharged on (B)(6) 2022.